Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the pulse generator was reprogrammed on(B)(6) 2010. Intermittent diaphragmatic stimulation was again felt on (B)(6) 2010. After programming the device to take the ventricular lead from 2.0 v to 1.75 v, diaphragmatic stimulation was felt only when the patient lay on his right side.